Manufacturer narrative:
Pending investigation: d10: concomitants: (B)(6) 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. (B)(6) 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6) 186-01-60 - integrip cc, cluster 60mm, g4. (B)(6) 188-01-09 - wedge plasma x/o sz 9.

Event description:
As reported, 78 year old male patient had an initial right hip tha on (B)(6) 2018. The patient was revised on (B)(6) 2023, approximately 4 years 11 months post initial implant for an acetabular poly liner and femoral head swap. Reason for revision was not reported. There was no surgical prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added. D7a. Correction -this device was not reprocessed and reused on a patient. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
Revision operative report - post operative diagnosis: painful orthopedic hardware. Name of procedure: right hip revision-poly exchange. Patient demonstrates significant polyethylene wear on radiographic analysis, currently no significant symptoms of loosening. Large amount of polyethylene mediated synovitis. Femoral head removed. The femoral component was assessed and found to be well-fixed. Current polyethylene was examined and found to have significant polyethylene debris. The patient was awakened and taken to pacu in stable condition, there were no intraoperative complications. There is no additional information available.